Event description:
It was reported by the contact person the device was used during a breast biopsy. It was reported the clip was deployed without difficulty. The clip applier was withdrawn and the thumb wheel was rotated prior to removing the introducer. On post films a second image was noted and it was discovered the end of the lumen had been sheared off and remains in the pt.